Manufacturer narrative:
Follow-up # 1 date of submission 09/17/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/26/2015 with the following findings: a review of the pump black box data revealed pump reboots had occurred. During a visual inspection of the pump, the battery compartment was found to be cracked in three places. The pump case was found to have a crack the near upper right corner of the display. The returned battery cap had stripped threads and did not secure properly to the pump; a power loss was observed with the returned cap. During testing, the pump was exercised for 24 hours using a test cap with no power issues occurring. The pump case was opened and no moisture ingress or damage to the power circuit was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power. It was noted that the battery cap was not able to be to be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.